Manufacturer narrative:
The customer reported that the patient's head accidentally went through the bedside monitor, causing physical damage to the bedside, and an unknown injury to the patient's head. The biomedical engineer requested the part numbers for a front enclosure, operation panel, and logo, so that he could make on-site repairs to the bedside monitor. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the patient's head accidentally went through the bedside monitor, causing physical damage to the bedside, and an unknown injury to the patient's head.